Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025, the patient experienced loss of consciousness. The patient¿s mother took the measurements and the cgm was reading 20.0 mmol/l and the blood glucose reading was 1.0 mmol/l. An ambulance was called, and the patient was treated with glucose. The patient was taken to the hospital and treated there with glucose. The patient stayed overnight and fully recovered. At the time of the report the patient is fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.